Event description:
During the evaluation of the uretero-reno fiberscope, it was observed with a dirty objective lens. There is no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.